Event description:
Additional information received reported that the date of the test was (B)(6) 2014.

Event description:
It was reported the patient experienced a post-surgical spinal headache. An epidural blood patch was performed as an intervention on ¿(B)(6) 2015.¿ an examination/palpitation was done as a diagnostic and found a spinal headache on (B)(6) 2014. The etiology of the event was surgery/anesthesia. The event was not related to the device or therapy. The event was related to the implant procedure. The severity was noted as moderate. The event resolved without sequelae on (B)(6) 2014. The drugs being delivered via the device system were fentanyl and bupivacaine. It was unclear if the intervention was truly performed on (B)(6) 2015 or if there was a typographical error and the intervention was actually performed on (B)(6) 2014. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).